Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. A patient alert triggered for out of tolerance subthreshold lead impedance on (B)(4)-2010. The weekly high voltage lead impedance trend data shows an abrupt increase for max superior vena cava defib impedance between (B)(4)-2010.

Event description:
It was reported that the right ventricular lead superior vena cava coil impedance was varying, and reached high values. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.